Manufacturer narrative:
The device was returned. The unit is being forwarded to the manufacturing site for investigation. Once investigation is complete, a follow-up report will be sent. No injury was reported.

Event description:
It was reported that the tip flaked in the patient.